Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, oversensing due to noise resulting in pacing inhibition was observed on the right ventricular (rv) lead. It was noted the patient experienced dizziness due to the pacing inhibition. No intervention has been performed at this time.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the patient was stable and will continue being monitored.